Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate high voltage therapy for af with rapid ventricular response that was misdiagnosed as vt by the device. Programming changes were recommended and the device remains implanted.